Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: just wanted to share that we had another reported IV issue. Per the rn ¿during IV placement, needle of IV punctured catheter, full catheter and needle were removed in whole, no injury occurred. However, needle punctured catheter¿.